Manufacturer narrative:
As received, a complete lead was returned in one piece with helix stretched, bent, and clogged with blood. The reported events of failure to sense and capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found the inner coil over-torqued at the connector region and the helix to be stretched/bent at the helix region all consistent with procedural damage. Unable to test helix mechanism/extension length due to helix damage as received.

Event description:
During a follow-up, episodes of failure to capture and failure to sense were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.